Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation banding procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy even if the trip wire was tightened. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the returned ligator head had all the bands attached, some of them had moved from their position. The ligator head teeth were damaged/bent. The handle was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had all the bands attached, some of them had moved from their position, the ligator head teeth were damaged/bent. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated, the suture thread would have experienced difficulties to release the bands, which may have caused that some bands got overlapped within each other. It is possible that these difficulties experienced could have caused the damage/bend on the ligator head teeth. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation banding procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy even if the trip wire was tightened. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.